Event description:
The customer called to report a delivery anomaly with the insulin pump. The customer stated that the insulin pump has only been delivering seven or eight units of insulin when the customer has been programming it for ten units. The customer stated that he has been experiencing high blood glucose levels all day. The customer reported blood glucose levels as high as 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Had the customer program a small bolus, and it recorded properly in the bolus history. The customer insisted that he felt the insulin pump is not delivering accurately. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy test is pending.